Manufacturer narrative:
H4: device manufacture date: may 21, 2022 - may 22, 2022. H10: four (4) devices were received for evaluation. A visual inspection was performed with the unaided eye and no issues were noted during initial inspection. Functional testing was performed using tap water to fill containers and a leak was observed at the spike port tube and the spike port bonding on all samples. The reported condition was verified. The cause of the condition could not be determined; however, the cause of the condition was most t likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted..

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked. The issue was identified prior to patient use in the pharmacy. There was no patient involvement. No additional information is available.